Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As the device was not returned for additional investigation, a definitive root cause could not be determined. (B)(4).

Event description:
Agent contacted technical solutions to report a pump that was showing error codes 100 and 123. Agent reported that the patient had complained of a lack of pain relief, and that the error codes were discovered during a dye study. Technical solutions walked the agent through a soft reset procedure, and agent reported that the patient would be brought back after 24 hours so that the physician's office can check to see if the error codes reappear. Additional communication confirmed that the patient returned the next day and the pump was scanned with no errors. The pump will not be explanted.